Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. The affected stent was implanted in the target lesion. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections during which a 100 percent control of the stent cover is performed. Based on the conducted investigations, no manufacturing or material related root cause could be identified. According to the IFU the rated burst pressure rbp should not be exceeded.

Event description:
A pk papyrus covered stent system was selected for treatment of a type 3 perforation in the proximal rca. The pk papyrus was unable to seal the perforation at 18 atm for 30 seconds. A second pk papyrus was then attempted and was able to seal the perforation. It was reported that there was no device related prolongation of stay in the hospital or injury related to this event.